Manufacturer narrative:
Testing by MFR found device fully functional.

Event description:
Report of alleged "unit does not cycle, all leds, constant single tone audible alarm. After a few minutes unit started running by itself and failure mode did not repeat.